Event description:
A health care professional reported defective phacoemulsification needle that was used on a patient. The tip was completely flat. The surgery was completed. There was no patient harm, although the procedure did take longer time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One open phaco tip within a plastic container was received. The sample was visually inspected and found to be nonconforming, the phaco tip was observed with a flat cut straight across the tip. The phaco had even wall thickness and there was wear on the threads, back of flange and nut corners consistent with threading on a handpiece. A lot number was identified, however the lot does not contain a vitrectomy probe lot number therefore, a device history record review could not be conducted. Photo attached to the parent file was reviewed by the manufacturing site. Four photos attached. Photo 1 confirms the reported custom pak product and lot information. Photos 2 and 3 confirmed the reported issue of a phaco tip that is completely flat at the tip. Photo 4 shows a phaco tip in a plastic container. The evaluation of the returned sample confirms the completely flat phaco tip noted by the customer. The root cause is related to the manufacturing process of phaco tips and the defect was not detected during the downstream inspection process of phaco tips. An non-conformance investigation has been initiated to eliminate the flat tip issue with the phaco tip. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the flat tip exhibited on the returned opened sample, is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).